Event description:
It was reported that svc impedance was > 200ohms and the adaptor was explanted and replaced. The system was an abdominal placement and the hvb adaptor was replaced prophylacticly. Both adaptors were returned for analysis and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: distal conductor fractured; full lead adaptor returned for analysis.